Event description:
It was reported that balloon rupture occurred. The target lesion was located in a non-tortuous and mildly calcified vessel. A 2.50mm x 12mm emerge balloon catheter was advanced to post dilate a previously placed stent. However, on the second inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and there were no device fragments left inside the patient. The procedure was completed with no patient complications nor injuries reported.